Event description:
It was reported that the device was displaying error codes a00a & a101. The device would not charge with these error codes. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control advised customer that because of the age of the device, the power supply may be the cause of the two particular error codes. The customer later confirmed that the device has been pulled from svc, and will be replacing the power supply to restore proper device operation. The device will not be returned to physio-control for eval. The root cause for the reported failure cannot be determined.